Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, the patient was admitted to the hospital due to diabetic ketoacidosis (dka). The patient reported his blood glucose (bg) levels reached 55 mmol/l (990 mg/dl) due to inflamed tonsillitis. The patient received insulin perfuse for 3 days. During this time the hospital tried to apply four pods (cn-410843, cn-410663, cn-410567, and cn-410486) but they were removed and insulin perfuse had to be resumed. One pod was worn between 4 and 24 hours on the arm, but it is unknown how long the other three pods were worn. The tonsillitis was treated and the patient's bg levels returned to normal. He was discharged after being hospitalized for eight days. No additional information is available at this time.